Event description:
On 7/27/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Oozing was noted post deployment, therefore manual pressure was held for 20 minutes and was followed by placement of a sandbag. Oozing continued after the sandbag was removed. Shortly afterward the pt was transferred to the post ambulatory care unit, at which time intermittent mottling and missing distal pulses were noted. An ultrasound was performed which identified the presence of an occlusion. The pt underwent a percutaneous transluminal angioplasty procedure of the right femoral artery with flow restored to the right lower extremity. The pt was also placed on six week anticoagulant course of coumadin. The pt was discharged home on 7/30/98. As of 8/21/98 there has been no further report to the MFR of complication or pt sequelae.